Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an elective replacement indicator (eri) message on a nonrechargeable stimulator. The patient reports that they are having bad back pain that is worsening. The patient does not feel stimulation sensation because the pain has gone down to their upper legs and back. The patient indicates they have used the tens unit all day the day prior to the report. The patient programmer synced with the stimulator and it indicates that stimulation is on. The amplitude was increased to 5 and the patient does not feel stimulation. The patient was directed to contact their healthcare professional about the issue of eri and pain. Additional information from the patient was received indicating that the patient saw their healthcare professional and is scheduled for a battery change on (B)(6) 2016. Steps taken to resolve the eri was to schedule a battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.